Event description:
It was reported that the customer's insulin pump had a blank display. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with black screen due to broken component on the interface board. Unable to perform functional testing due to black screen. The insulin pump has minor scratched display window.